Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the implant stopped working and that is why it was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, gastrointestinal pelvic floor. It was reported that since they had the ins battery changed in 2019 (confirmed replaced due to normal battery depletion) pt reported the battery doesn't work. Pt stated they have had the same lead since 2013, but stated since battery replacement therapy doesn't work as well. Reviewed therapy overview. Pt stated they keep increasing stimulation and have tried all programs but therapy is still not working. Pt stated they have met with a rep and had therapy settings changed but stated it's still not working. Pt stated hcp office is telling pt they will take the battery out since it's not working but pt inquired about what to do then as pt stated they won't go to the bathroom then. Pt stated their doctor has checked pt's battery and pt stated it "checks out alright". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp for problems with discs in neck confirmed unrelated to medtronic device.

Event description:
Additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that the battery does work and the rep had seen the patient numerous times in the office and also spoken with them on the phone. Impedances checked out and longevity was good. The patient had a battery exchange on (B)(6) 2019. Standard programs were placed on their device. The rep met with the patient in the office along with their healthcare professional (hcp). The patient had issues with constipation and the rep told them that their device was not indicated to help with that issue. It was unknown if it had resolved. The device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.